Event description:
During follow-up, premature battery depletion was observed. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level. Analysis of device image and information provided indicated autocapture and rate response feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate response feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeds 75% of projected longevity indicating normal battery depletion.